Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported a right hip revision surgery due to fractured stem. Patient arrived to ER of which the surgeon revised the stem.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: although the device was not returned for evaluation but a visual inspection of the images of the device noted that the stem was broken into two pieces at the base of the trunnion. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review but confirmed the fracture at the base of the trunnion. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant confirmed the fracture at the base of the trunnion thereby confirming the event. Further a visual inspection of the images of the device noted that the stem was broken into two pieces at the base of the trunnion. But the exact cause of the event could not be determined as sufficient information was not provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Sales rep reported a right hip revision surgery due to fractured stem. Patient arrived to ER of which the surgeon revised the stem.